Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose level. The low blood glucose level of customer was 2.8 mmol/l. Current blood glucose level of customer was 7.8 mmol/l. Customer had blurry vision. Insulin pump had external ram crc error alarm and unexpected reset alarm. Customer was treated with food. The insulin pump will not be returned for analysis.